Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted hepatectomy, the vessel sealer extend (vse) instrument blade failed to fit completely into the instrument jaws, and an alarm message was displayed. This led to an unspecified prolonged hepatic clamping time, the use of alternative hemostatic methods, and the need to employ an unknown backup instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.